Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue occurred when preparing the device for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: b5, h6. Correction on fields: h4.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image] occurred due to communication failure caused by cable failure. It is presumed that cable was damaged due to internal flooding because of [damage on coating of stress boot].   The event can be [detected/prevented] by following the instructions for use which state:  never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.   Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was supplied by the customer. The problem was discovered before the surgery.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the cable unit, the endoscopic image could not display, due to poor weathertightness of cable unit, water tightness was lost, the coupler unit was deteriorated and the cable unit was broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image with the hd camera head could not be seen clearly. There was no harm or user injury reported due to the event.